Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Additionally, it was reported that a "cartridge error" occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the issue was resolved and the customer continued to use the pump for insulin therapy.